Event description:
Related manufacturer reference number: 3006705815-2022-17391, 3006705815-2022-17392. It was reported the patient underwent an unrelated surgical surgery and could not connect to the ipg. The patient¿s ipg was put into surgery mode. A company representative met with the patient and was able to recover with the patient's ipg. It was also reported the patient experienced ineffective therapy. Diagnostics indicated high impedance on 10 contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein the scs system was explanted and replaced. Effective therapy was restored.